Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the display of cardiosave intra-aortic balloon pump (iabp) was not working. There was no patient involvement and no harm reported.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) scrutinized the display for intermittent or power related faults, no faults in the logs, no problems found. Completed full checkout including all functional and safety tests as per manufacturer specifications. Released unit to customer.